Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure on (B)(6) 2018. According to the complainant, during the procedure, the capio cage would not catch the needle. The device was deployed several times which caused the capio carrier to be broken but did not detach or separate. Reportedly, nothing was left inside the patient. The procedure was completed with another uphold lite with capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.